Event description:
It was reported that bd needle sftygld 25x1 rb safety mechanism broke it was reported by customer that the safety broke off completely, leaving exposed needle rcc received a complaint via email. Incident or problem information mdip reference number (ID): 11858 dates of incident (yyyy-mm-dd): (B)(6) 2025 type of incident/problem: a2. Failure (i.e. While preparing for, in use, after use) level of harm: optional report to cmdsnet (health canada): incident details: I immunized client, attempted to flip safety on syringe. Safety broke off completely, leaving exposed needle. I was able to get exposed needle safely to sharps bin without incident. Impact of incident: who was affected? Unexpected or prolonged care? Yes device information device name/description: needle hypodermic safety 25ga x 1 in manufacturer: becton dickinson canada inc manufacturer code/model: 305916 serial or lot number: (B)(6) expiry date: 2027-09-30 supplier: (B)(4)/catalogue number: 308-305916 is the device retained? Yes number of devices: 1 wiped, contained, labelled? Unknown device handling hazards (when blank = hazards not specified).

Manufacturer narrative:
Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that when the hinge was assembled into the needle hub it was pushed down too low inducing the symptom reported by the customer and not detected in the next processes. Verification of the hinge assembly station was performed. Settings were correct. Position of the hinge in the needle hub was correct.